Event description:
Mechanical ventilator failure (draeger v500) while attached to patient. Screen read "disk boot failure." Ventilator circuit disconnected from patient and patient was manually ventilated with ambu bag. No change in vital signs. Ventilator replaced. Pt reattached to new ventilator circuit with no adverse effects.